Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels and that they did not think their insulin pump was delivering insulin. The customer reported blood glucose levels between 214 and 410 mg/dl. The customer treated with a bolus. The customer also reported receiving a low reservoir alert so they changed their set. The customer did not find any leaks, air bubbles, bent cannulas, or cloudy insulin. The customer was advised to monitor their blood glucose levels and call back if problems persisted. The product was not returned for analysis.